Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower system medication could not be issued because an error message indicated that the drawer in the cabinet needed to be closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 29-JUN-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be issued because an error message indicated that the drawer in the cabinet needed to be closed. A technical support specialist (TSS) remotely accessed the system and restarted the medbank application as part of the investigation. The TSS reviewed the medication records and confirmed that the medication had already been removed from inventory. The TSS determined that the customer did not have the required permissions to reassign the medication and advised contacting the pharmacy for assistance. After further verification, the TSS confirmed that the medication compartment was present in the drawer, properly assigned, and functioning normally for medication issuance. The TSS advised that the issue was related to a known product incident that was being tracked for resolution in a future system update. A follow-up attempt was made with the customer, and a voicemail was left explaining that the issue was already under investigation and that no further action was required from the facility. The case was then closed. The system functioned as intended after the technical support specialist inspected the issue.